Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there were bladder spasms. She had already attempted to decrease stimulation and turn stimulation off but she was still having spasms. Therapy did not help with her frequency and she had stimulation turned on. The issues were occurring every day. Sometimes they start light and get severe quickly or wake her up at night. The spasms were god awful. There was no trauma fall that could be related to this issue. The patient had a recent medical test or electromagnetic interference (emi) exposure. The patient reported having an ultrasound on (B)(6) 2016. The patient had an appointment with the doctor on (B)(6) 2016 and was given some medication but she was still experiencing spasms even on the medication. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.